Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device would not turn on and experienced a power failure. There was no reported patient involvement.

Event description:
It was reported to philips that the device would not turn on and experienced a power failure after failing to recognize the installed battery. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. An evaluation was performed and the fse was unable to replicate the reported issue. The fse verified that they were able to complete operational testing with no noted issues that could have caused or contributed to the original failure. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.